Manufacturer narrative:
(B)(6). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abormalities found. Therefore, this complaint could not be confirmed.

Event description:
Pierced cuff.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Pierced cuff.